Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The root cause of the issue is established, however it needs to be confirmed. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Maquet sas became aware of an incident with surgical light powerled device. As it was stated by technician, the head light fell off the device on landed on the nurse and on the patient's leg. Fortunately, no injuries were reported. Maquet technician has visited the customer¿s facility and repaired the defective surgical light. The device was returned to use. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was being used for the patient treatment. During the investigation it was found that the occurrence rate for the issue of the safety sleeve moving due to a missing screw is low (total of 9 complaints in the last 5 years of daily use of a approximately 30000 of similar devices). Upon the performed investigation it was established that the event occurred as a combination of three different factors: a missing screw, the vertical motion of the safety sleeve and the transition of the safety segment. The screw that was missing should be noticed by the customer during annual device check that is recommended in the powerled user manual 01581en ed. 07 in page 39 as there is an information that all snap rings should be checked on all light heads. There is no information about the preventive maintenance done on the device however having in mind that the device was almost 2 years old when the issue occurred at least one preventive maintenance should be done on it. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances and the fact that the occurrence rate is considered to be low we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The most possible root cause has been established however, it needs to be confirmed. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is under manufacturer analysis. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(6) 2018 maquet (B)(4) became aware of an incident with one of surgical light- powerled. As it was stated by technician, the head light fell off the device.

Manufacturer narrative:
Follow-up#1 being submitted because the initial medwatch did not have the complaint # noted in section b5 as received from the factory the issue is under manufacturer's analysis. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).